Manufacturer narrative:
The device has been returned to animas. An evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient had been treated for low blood glucose. Emergency services were called when the patient was found unresponsive and sweating profusely. Patient was given "sugar water" and became alert and responsive. When ambulance arrived, bg was 30 mg/dl. Patient has lost confidence in the pump and discontinued therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2017 with the following findings: review of the pump history showed the pump was manually suspended on (B)(6) 2017 at 13:55 and manually resumed at 19:01; manually suspended on (B)(6) 2017 at 09:18 and manually resumed at 10:23. The last basal delivery was on (B)(6) 2017. On investigation, the pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction.